Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that caller reported por.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.